Manufacturer narrative:
Results and conclusion summation - product performance engineering determined that based on the review of the lot history record, it can be assumed that the device was in working order and left abbott vascular instruments as per specifications. It is possible that the stent grafts did not completely seal the perforation because of, but not limited to, the following: stent graft not centrally placed over the perforation, perforation too large for chosen device, perforation increased in size during implantation of stent graft. No complaint root cause can be identified. No device malfunction can be determined due to the lack of procedure and patient info and the lack of device investigation.

Event description:
Reporting status: serious injury-required intervention. Reporting rationale: perforation not sealed resulting in required intervention. Device issue: leak - stent graft. It was reported that a perforation/dissection occurred in the mid lad, with the use of another device which required treatment with a graftmaster stent. The graftmaster device was implanted; however, it did not seal the perforation, which resulted in the use of an additional stent. No additional event or pt info is available.